Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamp in the problem area was bent. The damaged tip clamp was replaced. The instrument was tested without further problem, and returned to svc.